Event description:
It was later reported that the patient underwent generator replacement. Impedance issue was resolved after the generator was replaced. It was also noted that the generator was discarded and will not be returned. No other relevant information has been received to date.

Manufacturer narrative:
Correction g1: manufacturing site facility name, initial report inadvertently used wrong name. Livanova USA, inc. Will be used.

Event description:
Additional information was received. The provider stated that no x-rays were preformed, no trauma or manipulations were noted. Tablet data was not provided. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was preparing for a battery replacement when high impedance was seen in pre-op. Surgery was rescheduled to include lead replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.